Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery using a velocity delivery microcatheter (velocity). During the procedure, the physician was unable to advance a guidewire through the hub of the velocity. It was also reported that upon further inspection, the hub of the velocity was noticed to be broken; therefore, it was removed. The procedure was completed using a new velocity and the same guidewire. There was no report of an adverse effect to the patient.